Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
A follow up call was made and the customer reported that she went to the emergency room with high blood glucose and migraine. The customer was treated and released. The customer then had abdominal pain and did seek assistance from her gynecologist doctor. After testing she came back with diabetes ketoacidosis. The customer was treated with an insulin drip, and regular fluids. The customer mentioned having sensor issues. No further information was provided.